Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 599 mg/dl. A bolus via the pump was delivered and the infusion set site was changed. The contact did not believe the pump/supplies lead to the high bg; however, the cause was not known. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.